Manufacturer narrative:
Investigation conclusion: retention and return products for the reported lot number were tested with high hcg clinical urine samples (212.6, 215.7, 221.9 iu/ml). All devices produced expected positive results at the read time. No false negative results were observed. Review of manufacturing batch records did not uncover any abnormalities and quality control data met specifications. A root cause could not be determined as retention and return products performed as expected. Per the package insert, this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Investigation pending.

Event description:
The distributor reported the event on behalf of the customer. On (B)(6) 2018, the patient presented at the facility to confirm a positive home pregnancy test. Per the customer, the home pregnancy test resulted in a "faint positive." A urine sample was collected and a henry schein hcg combo test produced a negative hcg result. The physician ordered blood work and a serum beta hcg quantitative test produced a result of 127,613 miu/ml. The patient was provided with prenatal care. Troubleshooting was conducted with the customer. The customer was determined to be using non-validated controls (quantimetrix).